Manufacturer narrative:
The event occurred on an unspecified date in april 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps of three (3) amia automated pd cycler sets disconnected from the patient line. This occurred before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: three (3) samples were received for evaluation. A visual inspection with the naked eye noted a loose green cap to the patient connector inside a closed pouch for all three samples. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.